Event description:
Information was received that the generator was placed higher and extra sutures were added. The patient requested this surgery as her work led to the arm movements which would move the generator down to the axillary region. Additional information was received that the device was placed laterally initially. Non-absorbable sutures were used at time of implant. The device is not protruding out and the device is being repositioning the generator per the patient¿s request due to her work involving certain arm movements. The surgery is for patient comfort.

Manufacturer narrative:
B5. Event description - correction - inadvertently did not include in initial MDR submitted.

Event description:
Additional information was received from the physician that the device did not migrate and was initially place laterally. The device was placed laterally due to scar in pocket preventing more medial location. Non-absorbable sutures were used at time of initial implant. The surgery was for patient and to preclude a serious injury as the patient is required to do heavy lifting which is uncomfortable and may lead to further device issues if moved.

Event description:
It was reported that the surgeon is taking the patient back in to place the generator deeper due to it being too lateral and bothering them. No known surgery has occurred to date. No additional relevant information been received to date.